Event description:
It was reported that the small battery drive device had no power. The event was not reported to have occurred during surgery. There was no patient involvement was reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred in (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not run and had no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.